Manufacturer narrative:
Add'l info regarding product eval is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that while aspirating the viscoelastic out of the eye, a system message was rec'd and the unit was locked. The system was rebooted, the cassette was replaced, and attempts were made to re-prime and re-tune when another system message was displayed. The system was then switched out and the case was completed. There was no pt impact reported.